Manufacturer narrative:
Concomitant medical product : 6935m-62 lead, implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) experiencing chest fluttering and palpitations due to diaphragmatic stimulation by the left ventricular lead. The pacing polarity was reprogrammed and the lead remains in use. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.